Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 110.6021 - replaced keypad. A review of the device history record for sn 15775158 was performed from the date of manufacture 11/19/2019 to the present date 09/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an error code 110.6021. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an error code 110.6021. No patient involvement was noted.